Manufacturer narrative:
Omit: b21, type of investigation not yet determined, c21, results pending completion of investigation, d16, conclusion not yet available. Additional information: imdrf annex a, g, b, c, d codes, device eval by manufacturer? And manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of 'IV pump channel error' was confirmed through logs and laboratory testing. An external and internal inspection of the suspect pump module was carried out, and no issues or anomalies were found that could have contributed to the reported event, except for the defective pressure sensors. All parts inspected were manufactured by bd. The pressure sensor malfunction product analysis procedure (dir 10000360043) was performed on the suspect pump module. The infusion test was performed at an infusion rate of 500 ml/hr with a vtbi of 1000 ml, and it did not cause a channel error. The analog sensor task displays the sensor voltage with zero (0) load on the pressure sensor pad. The manufacturer's voltage specification for fsa pressure sensors with zero (0) load is 1 volt ±0.154 volts. It was found that both pressure sensors of the pump module s/n (B)(6) were out of specification. A replacement of the lower and upper pressure sensors was carried out on the device. The asm analog sensor task was performed using known good pressure sensors from complaint investigation lab. The pressure sensors were found to be within specification. "The infusion test with the good pressure sensors was performed at an infusion rate of 500 ml/hr with a vtbi of 1000 ml, and it did not result in a channel error. After testing, the original pressure sensors were reinstalled. A review of the logs was performed for the date mentioned by the facility (august 26, 2025), and it was observed that the malfunction channel error "240.4150.0" was recorded at 9:03 am. The pump module had been programmed with drugid 381 (piperacillin/tazo), with a rate of 100 ml/h and a vtbi of 50 ml. Per the bd alaris channel error tipsheet: the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. Per the alaris pressure sensor tip sheet, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The alaris system user manual recommends that the pump module is inspected for damage before each usage. Ensure no extraneous objects (for example, bedding tubing, gloves) are enclosed or caught in the pump module door. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported ¿IV pump channel error¿ was identified as channel error code 240.4150.0 (sensor broken high failure). The cause of channel error code 240.4150.0 (sensor broken high failure) is attributed to a malfunctioning upper (bottle side) pressure sensor. Note that this report lists imdrf annex a0709, g0301204, c16, d0302 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was channel error during an infusion of tpn and piperacillin/tazobactam. The infusions stopped. New IV brain and 2 new channels used for remainder of infusion. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was channel error during an infusion of tpn and piperacillin/tazobactam. The infusions stopped. New IV brain and 2 new channels used for remainder of infusion. There was patient involvement but no harm.